Event description:
A pt was treated on 10/29/96 to the upper and lower vermillion borders. During treatment to the upper vermilion border, the physician observed that the needle had "disengaged" from the syringe; collagen material extruded out of the syringe and the needle fell to the floor. Treatment was discontinued, and resumed with another syringe. No injury occurred to the pt. This event is being reported as an MDR because it could result in a serious injury if it were to recur.